Manufacturer narrative:
(B)(4). Investigation summary: two photos were received by our quality team for evaluation. From the photos, a needle pierced through the catheter is observed. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed. There is a 100% automated vision inspection system that can detect and reject products not meeting the lie distance requirement. If the needle pierced through the catheter in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product would not have any lie distance. From the returned photo, blood was observed in the catheter and cannula hub. This indicates a successful penetration. It would not be possible to penetrate the vein if the product has needle pierced through catheter. Therefore, the probable root cause for the reported defect could be due to user having partially withdrawn the needle from the catheter and upon reinserting the needle into the vein, the needle pierced through the catheter and damaged the catheter. However, as it is not possible to confirm how the product has been used, the root cause cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: provide results, any testing performed, and other relevant information conclusion(s): 2 photos were returned for investigation. 1st photo shows top web with batch #9291906. The 2nd photo shows the needle piece through catheter. Able to confirm the customer experience based on photos returned. End user risk assessment as per p-eura document, (B)(4), severity is negligible (s1). Occurrence (sum of defective samples for all complaints / batch quantity) x 1,000,000 (1/54000) x 1,000,000 19 ipm which is occasional (o3) the risk is acceptable per ms-qs-034. Rationale: the root cause cannot be determined. Complaint trend would be monitored.

Event description:
It was reported that an unspecified number of bd venflon¿ pro safety shielded IV catheters experienced catheter splitting/cracking/fraying during use. The following information was provided by the initial reporter: during cannulation of the patient, something happened with the cannula. After the incident, the patient cannulated another cannula.